Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: etew1313c82e sn (B)(4), expiration date: 2019-01-11, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The aortic neck was 44mm in length, 19mm in diameter proximally and 21mm in diameter distally. The left iliac artery was 9mm, 8mm 10mm in diameter from proximal to distal and it was calcified. The right iliac artery was 10mm, 13mm in diameter from proximal to distal and it was calcified. The external iliac arteries were 7mm in diameter bilaterally. The aortic bifurcation was narrow measuring 17mm in diameter. There was no endoleak post implant and both limbs were patent. It was reported that a suspected perclose failure was treated with an open procedure on the left common femoral. The patient returned again emergently and the left limb and external iliac were occluded and the stent graft was assessed with ivus. The proximal left limb was compromised / pinched by the right limb in the distal aorta. Thrombus was present in the left limb and external iliac arteries. The patient was treated with angiojet to minimize thrombus burden in the limb and distal main body. The left limb was treated by placement of another manufacturer¿s stent and bilateral kissing balloons. Ivus was used to confirm patency of both limbs following treatment. Residual thrombus was present in the main body however, no further treatment was done. The physician stated the cause of the event cannot be determined. It was also reported that the patient died due to an unknown cause. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be conclusively determined from the pre-implant 3d recon report provided. Films at implant and films that showed the reported events were not provided for review and comparison. The pre-implant 3d recon report showed that the distal aorta was narrow, measured only ~17 mm and was heavily calcified. Implanting the stent graft in a narrow and heavily calcified distal aorta may have contributed to the events.